Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80mg/dl-100mg/dl fasting. Verified the strips expire 11/30/2017. Customer confirms the strips have been properly stored and were first opened 3/10/2016. Reviewed meter memory: (B)(6). Customer called not sure if the meter is reading correctly.customer is getting higher than normal blood readings in night time. Customer states the doctor replaced levamir for metformin 4 months ago. Customer states is getting higher blood readings in the pm for a couple of months. The doctor has not done any blood results to confirm this, but suggested that the meter is not working correctly. Customer states originally was taking levamir in the morning but blood glucose results were not good, the physician advice take the levamir in the evening but customer stated the blood sugars are still high.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80mg/dl-100mg/dl fasting. Verified the strips expire 11/30/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Customer called not sure if the meter is reading correctly. Customer is getting higher than normal blood readings in night time. Customer states the doctor replaced levamir for metformin 4 months ago. Customer states is getting higher blood readings in the pm for a couple of months. The doctor has not done any blood results to confirm this, but suggested that the meter is not working correctly. Customer states originally was taking levamir in the morning but blood glucose results were not good, the physician advice take the levamir in the evening but customer stated the blood sugars are still high.